Event description:
It was reported that the customer's sensors would not stay inserted in her body. Her blood glucose was 209mg/dl at the time of reporting. The purportedly faulty sensor was returned. No additional information was reported

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.